Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A review fo the downloaded data log did not find any errors related to the customer complaint. The reported event of a firmware error was not confirmed. A root cause could not be determined. Additionally, the transmitter being used at the time of event was also returned for evaluation. A visual inspection was performed and no defects were found. An investigation was unable to be performed with the returned transmitter. The customer complaint could not be confirmed with the device.